Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and due to the degenerated leaflet tissue. The reported patient effect of tissue damage appears to be a result of patient/procedural conditions, as the degenerated leaflet tissue likely contributed to leaflet tearing from the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) and leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. The mr was reduced to 1-2. After deployment, the clip tore off of the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was deployed to secure the first clip. Two clips were implanted, reducing the mr to 2. It was the physicians opinion that the slda occurred due to the degenerated tissue of the leaflet. No additional information was provided.